Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead implanted at the t10 vertebral level had stimulation turned off due to a low impedance. Surgical intervention may take place at a later date.

Event description:
Follow-up information received indicated x-rays were taken and no fracture of the lead was identified. The patient denied any falls or trauma.

Event description:
Additional information received indicated the patient is receiving stimulation therapy from the additional leads. There are no plans for surgical intervention at this time.